Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the subglottic port was cracked and unusable. It remains in situ as the patient is too unwell to replace the tube at this time. Unable to provide suction around the cuff to patient due to the faults. The operator of the device was a health professional. The issue was not resolved. There was no injury. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. The investigation of this complaint was carried out based on a photo. No product was returned therefore no device analysis could be completed. The root cause of this defect is currently unknown - it could be a molding defect or excessive force used when connector was connected to the syringe during use. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.